Event description:
Olympus received a report from the customer that the evis exera iii video system center displayed a b40 (malfunction error) during a therapeutic (biopsy). A partial endoscopy image was covered by the error message, so the doctor removed the endoscope, turned off the power system and turned it back on. After that, this error message b40 did not appear again. The doctor performed his procedure without any complications. There were no reports of patient harm associated with this event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty print circuit board and a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the device displayed a b30 and b40 error. This report is being submitted for the b30 and b40 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and the device evaluation. Please see updates to b5, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found that the device displayed a b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 and b40 errors were due a faulty patient board and a faulty print circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.